Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling/oedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Patient, who is a physician, reported they injected their own tear trough with juvéderm® volbella¿ with lidocaine. After a year patient developed "swelling/oedema tear trough" after illness/cough. Patient indicates "no medical support needed. It will appear after 48 hours, [they] had it before."